Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), ubd: unk, UDI#: (B)(4); product ID: 9735764, serial/lot #: unknown, ubd: unk, UDI#: unk. No system evaluation was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intr a-operatively, the camera cart was unresponsive. The pc over ip (pcoip) was not communicating to the camera cart. The main cart was still operating normally. After a few minutes, the connection was restored. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.